Event description:
The manufacturer received a voluntary medwatch (mw5102862) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop a stroke. There is no report of the medical intervention the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged to develop a stroke. There was no medical intervention required by the patient.the reported event of  to develop a stroke and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-02956. This report was submitted as a duplicate report of the previously submitted report.